Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became unresponsive to touch and a small crack was observed on the screen, after which the pump ran out of insulin and the user could not perform a supply change; the user transitioned to subcutaneous insulin via pen while a replacement was arranged. Symptoms included elevated blood glucose at 190 mg/dl, headache, and fatigue. Outcomes included temporary interruption of insulin delivery with a switch to multiple daily injections. Investigation included verification of device information, shipping a replacement, instructions to shut down the device, and plans to collect the returned pump for assessment. Investigation of this case revealed a cracked display and nonresponsive touchscreen consistent with physical damage to the user interface component, leading to loss of intended therapy when the reservoir depleted. It was concluded, based on previously established findings for similar reports, that the cause was user-interface damage due to external physical impact or mishandling, resulting in failure to interact with the device.